Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following conclusion of the implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited oversensing of what appeared to be atrial signal resulting in pacing inhibition. Suspecting the oversensing was the result of seal plug damage, the physician reopened the device pocket and applied medical adhesive to the rv lead seal plug. A chest x-ray was also performed that confirmed appropriate lead placement with no reported lead-on-lead contact. The following day it was confirmed that no further instances of oversensing had occurred. It was noted that the observed pacing inhibition did not exceed 2 seconds nor were there any associated adverse patient effects. The physician plans to continue following the patient routinely.